Event description:
During follow-up, the patient had symptoms of discomfort. Decreased p wave amplitude was observed on the device and the right atrial (ra) lead. It was suspected that pacemaker syndrome was the cause of the patient's symptoms. The device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored. There were no adverse consequences. Related manufacturer reference number: 2017865-2022-11107.

Event description:
During follow-up, the patient had symptoms of discomfort. Decreased p wave amplitude was observed on the device and the right atrial (ra) lead. It was suspected that pacemaker syndrome was the cause of the patient's symptoms and ra lead dislodgement was suspected. The device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored. There were no adverse consequences.